Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number : 3006705815-2022-00769. Related manufacturer reference number : 1627487-2022-00886. Related manufacturer reference number : 1627487-2022-00887. Related manufacturer reference number : 1627487-2022-00888. It was reported that the patient does not like how the leads feel in her head and also experienced discomfort at the ipg site. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.